Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast inflation lumen and balloon. There were numerous kinks throughout the hypotube of the device and an inner shaft kink 2mm proximal of the distal markerband. The distal tip was damaged. The balloon was loosely folded. Microscopic examination of the balloon revealed a circumferential tear in the balloon wall 6mm distal of the proximal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerbands. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced to dilate the lesion. During the first inflation at 10 atmospheres, the balloon ruptured in the middle of the balloon. The device was removed intact. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced to dilate the lesion. During the first inflation at 10 atmospheres, the balloon ruptured in the middle of the balloon. The device was removed intact. No patient complications were reported.